Manufacturer narrative:
Concomitant medical product: a3dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for palpitations and it was noted there was possible no right ventricular (rv) lead capture on the current electrograms (egm) and possible no right atrial (ra) lead capture in other electrograms (egm). Care for the patient was being coordinated and at this time, the rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.